Manufacturer narrative:
Appropriate term/code not available: suggested code : brake.

Event description:
It was reported that during a selenia dimensions 3d procedure on (B)(6) 2024 the physicist reported that the c-arm had uncommanded motion. No patient or staff impacted. A field engineer examined the equipment and the uncommanded motion was confirmed. The c-arm brake was replaced and additionally it was found that the hex bolts of the c-arm brake were loose. Hardware was tightened and system was tested and met the manufacturer´s specifications. No other information available.